Manufacturer narrative:
This complaint is related to MDR 1828100-2014-000903 and 1828100-2014-01023. The reported complaint was confirmed by the service repair technician (srt). The srt observed the inner core cable to extend and outer casing to be bind, resulting in the cable being noisy. The srt replaced both the inner core and outer casing. He performed a release test on the sternal saw and flexible drive cable. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw was noisy. There was no patient involvement.